Manufacturer narrative:
The customer's glidescope go 2 monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported issue. Visual inspection did not identify any physical damage. The tsr recorded video for one (1) hour and no power-management issues or any problems arose. The device passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope go 2 monitor, it powered off on its own during an intubation attempt. The monitor was subsequently powered back on while still in the patient's airway and the intubation was completed. No delay in the procedure, use of a backup device, or harm to the patient was reported. The customer reported there was no detachment of the handle from the monitor nor any manipulation of the screen settings by the clinicians involved.